Event description:
It was reported that the motor device kept ¿stopping in use". There was no patient involvement reported. There were no delays to a scheduled surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown ¿ it was only identified as having occurred within the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed a bad thermistor, a loose connector, damaged housing and the motor ran when the safety was engaged. These conditions were assessed to have contributed/caused the reported issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.